Manufacturer narrative:
(B)(4). Multiple MDR's were reported for this event. Please also see associated events: 0001825034 - 2018 - 01630, 0001825034 - 2018 - 01631, 0001825034 - 2018 - 01632. Concomitant medical products: 192113 echo por fmrl lat nc 13x145mm lot 893290, 163668 32mm mod head cocr -3mm neck lot 00j3626290, 010000664 g7 pps ltd acet shell 54f lot 3575440. Report source: foreign. The event occurred in (B)(6). This report is being submitted late as it has been identified in remediation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no furth ER action is required as no were trends identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device remains implanted.

Event description:
It was reported the patient had moderate pain and discomfort and had problems walking about. The patient reported extreme pain and discomfort during the 1 year follow up visit. Attempts have been made and no further information has been provided.